Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; which revealed an error code indicative of a software issue. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. The reported clinical observation of a non-responsive touchscreen was not reproduced in the laboratory setting and testing found the telemetry connector functioned as expected and no damage to it was noted. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Investigation determined that the cause of the touchscreen becoming unresponsive during use was due to the water detection feature within the programmer's lcd touchscreen assembly. The purpose of this water detection feature is to detect the presence of water on/near the programmer screen. If water is detected, this feature is designed to disable the touchscreen to prevent water droplets from causing false positive touch inputs during use. Specifically, the investigation determined that various inputs could induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. Finally, the error code noted in the memory of the programmer was determined to be the result of a software issue. Similar product behavior has been seen previously and analysis of those occurrences determined this software issue may result when the model 3300 programmer is attempting to perform an action against a specific feature in the programmer's control center (e.g., multiple application utility or mau) that is no longer available as it was already terminated. This can happen when the programmer is shut down or when "quick starting" another pulse generator (pg) application. This unanticipated event sequence results in the display of an error code, as was seen in this particular case, and the need to restart the programmer to clear the error.

Event description:
It was reported that the physician observed that the touch screen of this programmer was repeatedly freezing, which was resolved via restarting the programmer. Additionally, the physician observed that the telemetry port connector was damaged, and thus was unable to be disconnected from the wand. The programmer was exchanged to resolve the event and no adverse patient effects were reported. This programmer was recently received for analysis.

Manufacturer narrative:
Boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Event description:
It was reported that the physician observed that the touch screen of this programmer was repeatedly freezing, which was resolved via restarting the programmer. Additionally, the physician observed that the telemetry port connector was damaged, and thus was unable to be disconnected from the wand. The programmer was exchanged to resolve the event and no adverse patient effects were reported.